Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power was too low on the air reamer/drill device. It was further determined that the device failed pretest for check status of development, general condition, check for excessive noise, check for air leak, check power with test stand, min. 190 w to 260 w (watt) and check the starting behavior at 2 bar. It was noted in the service order that the device motor seized, jammed and was moving heavy while in use with the air oscillator device. It was further reported that the power was too low. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.